Event description:
Attorney reports: in 2007 - patient underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh and a bard composix e/x mesh was implanted to repair the hernia defect. Six days later - patient underwent exploratory surgery for drainage of an abscess formation and a ruptured vicus organ. Another six days later - patient underwent surgery again for cecal perforation and right hemicolectomy with ileo transverse colostomy. The surgeon notes in the operative report, fair amount of stool spillage and a great deal of liquid stool localized to the right lower quadrant where a mesh tack appeared to have eroded into the cecum. The omentum was affected as well with inflammation of the ascending colon up to the mid traverse colon. Both mesh patches were removed. The following month - patient had to undergo a paracentesis procedure to drain extensive fluid collection due to the complications from the bard meshes. Two weeks later - patient had to undergo surgery yet again due to the extensive lysis of adhesions, and drainage of 5 multiple intra-abdominal abscesses. Additionally, a groshong catheter had to be inserted in order that the patient received long term home care IV therapy antibiotics. In early 2008 - patient was once more admitted to the hospital from complications from her original mesh implants. She was admitted with post pneumonic effusion following perforated viscus.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00006 for information related to the ventralex mesh implanted in 2007.